Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, corroded thermistor and reflux plug and a faulty printed circuit board (pcb) that only displays "1" on the liquid crystal display (lcd) screen. Functional testing found device heats up to over 40 degrees fahrenheit; unable to replicate the reported issue. The root cause of the reported issue was found to be a faulty pcb which was replaced along with dual thermistor, and reflux plug. Device passed all functional testing. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device only heats up to 32 degrees. No patient injury was reported.